Event description:
Pt urine pregnancy test # 14-008-0054731. Result was equivocal or undeterminable using jant product # pf864, lot # 040948, expiration date: (B)(6) 2015. Result of quantitative hcg was 117,163 miu/ml.